Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed post paced t wave oversensing. Reprogramming was recommended. The patient condition was doing fine.